Event description:
Information received indicates the casters continue to swivel after the brake is set.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer caster to repair the bed.